Event description:
The facility reported a pump with a broken door, found before use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
Evaluation summary: a baxter field service engineer evaluated the pump onsite. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.